Event description:
The customer reported that during a routine check of the iabp, the iabp generated an "electrical test failure code #58" (power-up vent test failed) alarm. No pt was involved.

Manufacturer narrative:
The company representative observed "electrical test failure code #58" in the fault log. The company representative replaced the manifold drive assembly (part number 0104-00-0018) and calibrated the drive pressure transducer. The iabp was tested to factory specifications. It functioned normally and was returned to the customer. (B)(4).